Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx device was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure on a male three days prior. (Patient age and weight unknown). According to the complainant, the tome was placed down the scope during the procedure and when it came out, it was twisted to the point that it could not be used. Procedure completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Twisting the complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. A visual examination of the returned device revealed the distal tip was severely twisted and was smashed. It appears that the tip might have come into contact with part of the scope causing it to be smashed while the device was being advanced in the scope. The functional evaluation found the device to be within specification. Complaint confirmed. Cause appears to be due to the distal tip coming in contact with a part of the scope.